Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that the catheter was kinked on insertion and then removed. As a result, another kit was used and inserted in the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The reported complaint for iab kinked is not able to be confirmed. The product was not returned for investigation. No valid lot number/serial number was reported; therefore, a device history record (DHR) review was unable to be completed. If any lot number information is available at a later date, the complaint will be updated accordingly. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the catheter was kinked on insertion and then removed. As a result, another kit was used and inserted in the same insertion site. There was no report of patient complications, serious injury or death.